Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock lead impedance measurement measuring 125 ohms. Review of data from last year showed impedances fluctuating with the high value measuring 121 ohms. Technical services discussed possible causes and provided programming/troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.